Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt was charging more than expected. He was only able to charge his ins to 50% and then it drains very quickly. He was able to get stimulation to work for short periods of time. It was noted that his ins has not been checked or reprogrammed in several yrs. It was later reported, a broken lead was found which caused him problems for 3 yrs. He underwent surgical intervention on (B)(6) 2011. His device was reprogrammed and he could recharge successfully. He was doing well.